Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.

Event description:
A customer's friend reported that customer's meter was showing error messages, and as a result, the customer was unable to test his blood glucose and experienced symptoms of hyperglycemia. The customer's friend reported the customer was taken to a hospital and treated with intravenous fluids and insulin. The customer's friend did not reportedly know if the customer was diagnosed with severe hyperglycemia. There was no report of death or permanent impairment associated with this event.